Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product evaluation: one screw was returned for investigation. Visual inspection via naked eye and camera magnification revealed that the screw was fractured at the middle threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted and no per form was provided. Bone density type is moderate. The reported device was located on an unknown tooth site and was used for an unknown amount of time. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was not completed for the uniht since the lot number was unknown. Complaint history review: a complaint history review was not reviewed for the uniht since the lot number was unknown. A complaint history review by item number was conducted for the (uniht) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances /CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: january post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (uniht). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Reporter name unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the screw fractured.